Event description:
Due to the individuals exposure and continuous use of latex medical glove, she became sensitized and allergic to latex. Suffered from respiratory problems, dizziness, skin rashes and hives.